Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2017 and the absorbable straps were used. During the procedure, when the surgeon fired the straps, they did not hold themselves to the mesh. There were no reported patient consequences. No further information is available.